Event description:
Patient reported their teeth feel like they are going to fall out. They can wiggle their teeth after removing the aligners. Requested patient to provided mobility video. Patient provided video showing mobility, advised patient to backtrack to upper aligner 8 and hold in lower aligner 11 for 14 days.

Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.